Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03697, 2134265-2016-03698, 2134265-2016-03696. (B)(6). It was reported that angina and stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a long de novo lesion located in the proximal left anterior descending (lad) and extending up to mid lad with 99% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75x16mm and 3.00x28mm promus element plus drug eluting stents in an overlapping manner. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with unstable angina and was recommended for cardiac catheterization. The 90% in-stent restenosis (isr) in the mid lad was treated with balloon angioplasty and placement of 2.5x14mm non bsc drug eluting stent. Following post-dilatation there was 20% residual stenosis. On the same day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.